Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-06084, related manufacturer reference number: 2017865-2022-06085. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's implantable cardioverter defibrillator(ICD) revealed an unspecified sensing issue and loss of capture alleged on the device. Additionally the left ventricular (lv) lead and right atrial (ra) lead were both found to have high pacing impedance. The ICD was explanted and replaced on (B)(6) 2022. No intervention was reported to address the lv and ra lead malfunctions. The patient was stable throughout.

Event description:
New information received notes that loss of capture and unspecified sensing issue were not alleged on the implantable cardioverter defibrillator (ICD) as previously reported. Abnormal pacing and defibrillation impedance was alleged on the implantable cardioverter defibrillator, and no other malfunctions were alleged on the device.

Manufacturer narrative:
The reported event of high impedance was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Functional testing was performed and high impedances were observed on all channels. Further testing was performed, however the failure was lost during analysis. The cause of the high impedances could not be determined.